Manufacturer narrative:
Additional manufacturer narrative: attempts to obtain additional information have been made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 21mm magna valve, implanted in the pulmonary position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. No other information was provided.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5.

Event description:
As reported, the surgeon considered that this event does not need to have an investigation. The surgeon considered 'the prosthesis failure in pulmonary position was totally normal accordingly to what we have in literature nowadays.'